Event description:
It was reported that this implantable device exhibited oversensing on the right ventricular (rv) lead. An x-ray was performed and the lead was found to be in the same position of the initial implant. The physician opted to replace both products. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.